Manufacturer narrative:
(B)(4). Date sent: 03/05/2020. Device analysis: the analysis results found that the cdh33a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2020) is known. Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the device was difficult to trigger. In the anastomosis, the staple line was incomplete and the device also only cut halfway. The patient did not suffer any damage, it could be re-resected with a new device. There were no patient consequences reported.